Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. The customer's blood glucose level was unknown mg/dl. The troubleshooting was performed. The customer stated that the alarm was resolved by an infusion set change. The customer does not want to return infusion set and reservoir for analysis. The patient was advised to call back if the alarm occurs in order to troubleshoot. No further information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).